Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 525 mg/dl. . Customer¿s current blood glucose level was 499 mg/dl at the time of call. Customer experienced symptoms like light heading. Customer treated with insulin pump. The drive support cap appeared normal. The product was not returned for analysis.